Event description:
It was reported that a pump failed the downstream occlusion test performed per the spectrum service manual preventative maintenance procedure. The customer stated that the pump did not alarm until 24 psi on the medium pressure setting (specification (B)(4)). It was also reported that the failure occurred during preventive maintenance and that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Baxter's evaluation could not reproduce the reported symptom. The device passed downstream occlusion testing per the spectrum preventive maintenance procedure, as well as additional occlusion testing. The device was found to operate within specification. The device was returned to the customer.